Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the button on the insulin pump was hard to press. It was stated that the insulin pump button was hard to press when customer put the numbers and there was a crack where the battery goes in. Troubleshooting was performed for damage and keypad anomaly. Customer stated that they presses button and holds it down and keeps pressing and pressing as it gets stuck on a certain spot and then presses real hard. Customer was advised to observe time clock for one minute to verify if time advances and it was advancing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.